Event description:
The following has been reported: device was delivered to shop saying "not working". Speaker was not working - replaced. Performed a full check on device with agillia software, updated new pm due date - 1/5/2027. Replaced internal battery pack and pump membrane. Upgraded software version. Completed manufacturers testing/calibrations procedures. Verified accuracy of device - all parameters are within acceptable limits. Reporting as a conservative measure. No adverse event was reported. More information is needed to complete the investigation.